Event description:
Pt in cath lab - cardioverted - noticed slight burn marks at edge of patches (left). Patches removed, black burn marks at top front corner 1mm x 1mm. Back patch corner with 1mmx15mm & 2nd black mark 1mm x 45mm defib machine checked & tested - ok.